Event description:
It was reported that patient suffered from a dislocation that had to be reduced 5 times.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The devices were manufactured in 2017. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: patient had a left hip replacement in 2009 due to arthritis and a revision in 2018. It was reported that in 2019 patient suffered from a dislocation that had to be reduced 5 times; however, to date no medical records have been received on this complaint. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event medical/clinical records are received, this complaint will be re-evaluated and a thorough medical assessment rendered. At this time a root cause could not be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.